Event description:
It was reported that the customer was having issues with his sensor. Customer's blood glucose was 362 mg/dl awhile the sensor gave a reading of 108 mg/dl. At the time of this report, customer's blood glucose was 268 mg/dl and his sensor read 100 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.